Event description:
It was reported the patient had their device implanted in their back left side. They had to have it adjusted and moved deeper in their back because every time they leaned against a chair it hurt them and it would get caught on their work chair. The patient did note they did not have any issues with their device and they like their device just fine.

Manufacturer narrative:
Product ID 377875, lot# v009112, implanted: 2007-(B)(6), product type lead product ID 37742, serial# (B)(4), product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).